Event description:
The account alleged the head function runs up unintentionally when the bed is plugged in. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.